Manufacturer narrative:
(B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged/detached downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
It was reported that one of the IV patients reported that on a number of occasions an alarm appeared indicating high priority alarm on priming followed by occlusion cleared. But this was transient and disappeared on further priming of the line. While changing the pump the patient encountered that the screen of the pump was blank. The did try to put batteries again but still the pump screen was blank. The event occurred while in use with patient and there was no patient harm.